Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels in the 400's mg/dl, and ketones for a period of a week. Elevated bgs were addressed by changing out supplies, and pump settings per advice from the customer's healthcare provider. No issues were found during troubleshooting with tandem technical support. The customer has since reverted back to manual injections.